Event description:
Consultant reported: pt implanted with uss dual-opening system at t2-sacrum in 2010. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. The two rods were broken and five screws were loose. Surgeon removed all hardware. Surgeon revised the pt with brand new rods and brand new screws. During final tightening of the screws, the tip of the screwdriver broke off into the head of the screw. Broken fragment was not retrieved and the remains in the head of the screw in the pt. This report is #1 of 18 for the same event.

Manufacturer narrative:
The shaft exhibits some slight scuff marks on the shaft and scratches near the laser etch area. The instrument was manufactured to the synthes drawing. The DHR was reviewed to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the mfg that would contribute to this complaint. Note: blank fields on this form indicate info that is unk, unavailable or unchanged.